Manufacturer narrative:
The exact date of the explant is unknown. The date of the event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that an infection developed at the patient's ipg site. The patient was treated with antibiotics and hospitalized before surgical intervention was undertaken on approximately (B)(6) 2023 wherein the patient's scs system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.